Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer touchscreen needed to be re-calibrated. It was also reported that the calibration disk was stuck in the programmer. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis was able to confirm the reported touchscreen calibration, the stylus and cursor did not align on the screen. The connection between the printed circuit board (pcb) and the overlay was reseated and the stylus was calibrated. Analysis was unable to confirm the disk was stuck in the, the disk was successfully removed by using the eject button. Analysis also noted that the power cord was damaged but functional. The power cord was replaced. The hard drive was reconfigured, and the software was reloaded and updated. The media bay gasket was replaced. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.